Manufacturer narrative:
Pt info: unk. Report source - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/4.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was replaced vertically with a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.